Event description:
The lead was implanted on (B)(6) 2006 and capped on (B)(6) 2012. The lead was fractured. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).